Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the airway mobilescope had foreign material in forceps channel. The issue was found during maintenance. There were no reports of patient involvement.

Event description:
The customer's questionnaire response stated that it was unknown what the foreign material was.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be specified and the foreign material that remained in the device could not be identified. Olympus will continue to monitor field performance for this device.